Event description:
The user facility reported a 56-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and that there was a sensor issue. Good positioning was unable to be achieved despite several attempts. Left ventricular was ranging from -10 to -70 and was unable to be resolved. Repositioning failed and the pump was pulled back into aorta. The team decided to use a new pump to ensure proper management due to unreliability of the sensor and the patient¿s condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Positioning issues: the clinical mentions that the pump was placed shallow and tried to be repositioned. Data logs show multiple pump in aorta alarms which are confirmed in clinical saying the pump was shallow. Repositioning failed multiple times and information about the repositioning is unknown. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. Optical signal issues per the clinical, intermittent placement signal low alarms were noticed a few minutes after the placement of impella cp. This aligns with the observed 'placement signal low alarms' on the lt log. Upon examining the lt logs these placement signal low alarms were observed for a period of 2 hours and 13 minutes which were later resolved. There were no spikes in the motor current and the values are in agreement with the p - level. The observed plots of the placement signal do not correlate that of the pattern that occurs during the sensor wear. Since, the pump was explanted the alleged symptoms of sensor wear were not noticed. The root cause of the optical signal issues was not determined since product was not returned and insufficient clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. B7 other relevant history, including preexisting medical conditions updated. D4 model number updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 MDR reporting contact name and address updated.